Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that by nurse that the device kept alerting 01 (patient line open) alert 02 (low flow). Nurse has already changed the whole set of pads prior to calling. Target temperature was 33, hypothermia therapy protocol. Mss instructed nurse to stop therapy, empty pads, disconnect pads, and reconnect with proper technique. Flow rate was 0.1lpm, alerting 01 (patient line open). Checked system diagnostics, patient temperature was 36.8c, outlet monitor temperature (t1) was 13.6c, outlet control temperature (t2) was 13.6c, inlet temperature (t3) was 31.5c, chiller temperature (t4) was 7.8c, inlet pressure was -2psi, circulation pump command was 100, mixed pump command was 0, heater command was 0, water reservoir level was 3, system hour was 4351, pump hour was 4163. Mss had nurse put device in manual control mode at 10c, removed fluid delivery line and occluded l valve where fluid delivery line inserted, inlet pressure was -3psi. Mss had nurse replace fluid delivery line and check inlet pressure still only -2psi. Mss had nurse disable manual control. Mss checked older alerts and alarms in event log. Nurse found only alert 01 and 02 for this case but found an alert 113 (reduced water temperature control) from september 2022. Mis advised this unit needs to go to biomed, suspect circulation pump failure. Per follow up information received from biomed via phone on 13oct2022, the device was sent to biomed. The device came down for low flow. A functional check showed that the circulation pump had failed. Per sample evaluation results received on 08mar2023, it was reported that the root cause of the reported issue was due to a weak circulation pump. It was stated that nurse found alert 113(reduced water temperature control) from september. It was also stated that a clicking sound from circulation pump motor when motor shaft spun by hand. Dissembled circulation pump motor, thrush washer broken. It was noted that inlet pressure was 0.0 psi. The l-tube and double l-tubing appeared distended or expanded however water flow was not impeded, it would be replaced preventatively. It was also noted that there was a fracture or cracked shell. The circulation pump motor, mixing pump head and tank tubing and flow meter. Replaced flow meter as preventive maintenance.

Event description:
It was reported that by nurse that the device kept alerting 01 (patient line open) alert 02 (low flow). Nurse has already changed the whole set of pads prior to calling. Target temperature was 33, hypothermia therapy protocol. Mss instructed nurse to stop therapy, empty pads, disconnect pads, and reconnect with proper technique. Flow rate was 0.1lpm, alerting 01 (patient line open). Checked system diagnostics, patient temperature was 36.8c, outlet monitor temperature (t1) was 13.6c, outlet control temperature (t2) was 13.6c, inlet temperature (t3) was 31.5c, chiller temperature (t4) was 7.8c, inlet pressure was -2psi, circulation pump command was 100, mixed pump command was 0, heater command was 0, water reservoir level was 3, system hour was 4351, pump hour was 4163. Mss had nurse put device in manual control mode at 10c, removed fluid delivery line and occluded l valve where fluid delivery line inserted, inlet pressure was -3psi. Mss had nurse replace fluid delivery line and check inlet pressure still only -2psi. Mss had nurse disable manual control. Mss checked older alerts and alarms in event log. Nurse found only alert 01 and 02 for this case but found an alert 113 (reduced water temperature control) from september 2022. Mis advised this unit needs to go to biomed, suspect circulation pump failure. Per follow up information received from biomed via phone on (B)(6)2022, the device was sent to biomed. The device came down for low flow. A functional check showed that the circulation pump had failed. Per sample evaluation results received on (B)(6)2023, it was reported that the root cause of the reported issue was due to a weak circulation pump. It was stated that nurse found alert 113(reduced water temperature control) from september. It was also stated that a clicking sound from circulation pump motor when motor shaft spun by hand. Dissembled circulation pump motor, thrush washer broken. It was noted that inlet pressure was 0.0 psi. The l-tube and double l-tubing appeared distended or expanded however water flow was not impeded, it would be replaced preventatively. It was also noted that there was a fracture or cracked shell. The circulation pump motor, mixing pump head and tank tubing and flow meter. Replaced flow meter as preventive maintenance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.